Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the pressure was not being displayed on the screen during surgery and there was a loss of pressure. Additional information has been requested, but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The external pressure to the system was found to be too low. The customer resolved the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 11, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error. (B)(4).